Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen via an implanted infusion pump. Specific type of drug, lot number, concentration and dose were not reported. The pump's indication for use (IFU) was listed as intractable spasticity. The patient reported that she had sepsis once; the event date was reported as 2009. The patient had a "bulging" in her spine area and a hole opened. The ER (emergency room) pushed the catheter in and sewed her up instead of taking her into surgery. The patient reported that she got sepsis because they closed the infection in. The patient worked with the hcp and the infection was resolved. Additional information has been requested for specific drug information, other medications that the patient was taking at the time of the event, medical history and specific information regarding the bulging; date of onset, cause of the issue, clarification whether there was a device issue, troubleshooting, actions/interventions to resolve the issue.